Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that oversensing was noted on this rv and the ra leads. Both leads have been implanted for approx. 95 months. The pacemaker was at eri and has been replaced, the physician elected to implant a new rv lead. The rv lead was abandoned and the pacemaker was explanted on (B)(6) 2018.